Manufacturer narrative:
Iop elevation from baseline, secondary glaucoma and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
An article published titled, "trabeculectomy in eyes with implantable collamer lens in situ: decision-making and outcomes' reports they encountered five eyes of three patients who had intractable rise in iop after icl implantation and had to undergo trabeculectomy without removal of icl. Trabeculectomy without the need for removal of icl is a viable option to stabilize iop and maintain visual acuity. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided